Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00145 on jun 09, 2023. Additional information - jun 19, 2023: section d8 - was this device serviced by a third party? Updated to no. The customer had five samples that recovered higher when initially tested on (B)(6) 2023 with atellica im ih00445 than when they were repeated on other atellica im analyzers, in both cases when using atellica im ca 19-9 kit lot 517. Kit lot 517 was calibrated on (B)(6) 2023 calibration was in use and when quality control (qc) was first tested recovered in range. Four of the samples (B)(6) were tested between 10:35¿20:00. The level 2 and level 3 quality control (qc) tested during this time recovered high out of range (19¿30% above target). The level 1 quality control (qc) recovery was consistent. Siemens found data for the retest of sample (B)(6). Sample (B)(6) was retested on (B)(6) 2023, using a kit lot 517 calibration from (B)(6) 2023. Quality control (qc) recovery was normal on (B)(6) 2023 so there does not appear to be anything causing low recovery with the retest result for sample(B)(6) . Siemens found data for the retest of samples (B)(6). All 3 samples were retested on (B)(6) 2023 using a kit lot 517 calibration from april 12, 2023. When quality control (qc) and samples were tested on the morning of (B)(6) 2023. All quality control (qc) tests were low (12¿23% below target) with levels 1 and 3 recovering low out of range. When quality control (qc) was tested during the afternoon of (B)(6) 2023 quality control (qc) recovery was in range. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00145 on jun 09, 2023 and filed the MDR 2432235-2023-00145 supplemental 1 on jul 19, 2023. Additional information - juj 20, 2023: four of the samples (B)(6) were tested between 10:35¿20:00. The level 2 and level 3 quality control (qc) tested during this time recovered high out of range (19¿30% above target). The level 1 quality control (qc) recovery was consistent. Siemens found data for the retest of sample (B)(6) on ih00344. Sample (B)(6) was retested on (B)(6) 2023, using a kit lot 517 calibration from april 21, 2023. Quality control (qc) recovery was normal on (B)(6) 2023, so there does not appear to be anything causing low recovery with the retest result for sample (B)(6) . Siemens found data for the retest of samples (B)(6) on ih00441. All 3 samples were retested on (B)(6) 2023, using a kit lot 517 calibration from (B)(6) 2023. When quality control (qc) and samples were tested on the morning of (B)(6) 2023. All quality control (qc) tests were low (12¿23% below target) with levels 1 and 3 recovering low out of range. When quality control (qc) was tested during the afternoon of (B)(6) 2023, quality control (qc) recovery was in range. Siemens¿ investigation concluded that although the analyzer is performing as designed, there is a potential for the dose recovery of atellica im ca19-9 to shift due to a change of temperature in the upper deck of the instrument. The potential shift is detected by qc recovery. In section h6, the investigation finding and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer reports observation of discordant elevated results when running atellica im 1600 analyzer - ca 19-9 lot 517. The samples were repeated on a different analyzer obtained higher results. The interpretation of results section of the atellica im ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Event description:
The customer reports observation of discordant elevated results when running atellica im 1600 analyzer - ca 19-9 lot 517. The samples were repeated on a different analyzer obtained higher results. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 result.